Event description:
Dental office advised that during a surgical procedure on lower right, the tip of the surgical attachment heated up, the patient noticed and the treatment stopped. Dentist noted a blister the size of the tip (small) and treated with antibiotic cream. Scheduled follow up with patient for the next week. Instructions were given to the patient on how to take care of the blister.